Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the patient had to bring himself to the hospital to get glucose IV drip after giving himself too much insulin. The egv was reportedly 280 mg/dl and the patient based his insulin treatment from his dexcom. The patient took a bg of 180 mg/dl 10 minutes after giving himself a bit of insulin. The egv at that moment was not documented. The patient's (B)(6) reportedly kicked in and his heartrate was speeding. In the ed, the patient was treated with glucose IV drip. It was not specified whether the patient ever actually experienced hypoglycemia, or if the treatment was preventative. After finishing the IV content in 4 hours, he was immediately discharged as well. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.